Event description:
It was reported that: "cups were loose, surgeon removed cup liner and head stem remained."

Manufacturer narrative:
Summary of evaluation: the results of the investigation indicate that the exact root cause of the loose cup could not be determined based on the limited amount of info provided. Loosening of total hip components is an inherent risk of procedure and may result from multiple clinical factors. Cup loosening in this event would be expected since it has been implanted in vivo for approx 26 years. There is no evidence of prosthetic design, mfg, or material factors responsible for the reported event. It is most likely that this event was not device related but rather pt or clinical factor related. The device history review for the reported lot code indicates that they were mfg and accepted into stock with no reported incidents. The product experience reporting database was reviewed and there have been no other similar events for this lot.